Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered and it was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: mat# 320555, batch# 2249602. It was reported by the consumer that no insulin flow when taking injection. Stated, no insulin flow when priming. Verbatim: consumer reported no insulin flow when taking injection stated, no insulin flow when priming. Lot: 2249602. Catalog: 320555. Date of event: unknown. Samples: no cl.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered and it was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: mat# 320555 batch# 2249602 it was reported by the consumer that no insulin flow when taking injection. Stated, no insulin flow when priming. Verbatim: consumer reported no insulin flow when taking injection, stated, no insulin flow when priming, lot: 2249602, catalog: 320555, date of event: unknown, samples: no cl.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.